Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended reseating the graphical user interface (gui) to breath delivery (bd) cable which remedied the customer's report. Covidien not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction.

Manufacturer narrative:
Covidien reference # (B)(4).